Event description:
Healthcare professional reported a lap-band with a leaking port, first noticed when the patient noticed a "sudden lack of restriction". It had been almost two years since [the patient] had a fill, and noticed a sudden lack of restriction. We added .6 to [the] band and [the band] should have had 11.1 cc's. Five days later, the patient called saying there was no restriction. When next checked, found 6.5cc in band. Added 2.5cc, for total of 9.0cc. Then only 2.0cc pulled back. At surgery noted leak at port around seal. The lap-band port was removed and replaced.

Manufacturer narrative:
Allergan has received the product however the device has not been identified nor has the analysis has not been completed at this time. Based upon the model number and implant date provided by the reporter the connector type is assumed to be a taper ii. Allergan has received the product however the analysis has not been completed at this time. No additional information has been reported to allergan regarding the serial number. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port of the connector tubing."